Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited a faulty lamp igniter and power supply. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d9, e1 (reporter name and telephone number should be blank in the initial medwatch), h6 - adding a medical device problem code "power problem 3010". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the emergency lamp indicator blink was likely due to the failure of the power supply unit and igniter. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.